Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The three additional perclose proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with four proglide devices, via a 6f sheath using the pre-close technique, prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, all four devices had cuff misses. The sutures of two additional proglide devices were successfully pre-placed using the pre-close technique. The sheath was upsized to 12f and the tavr procedure was completed. Hemostasis was achieved using the successfully pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.